Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# v235031, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that the patient was being zapped on the right leg and bottom of her cheek the last3-4 days. There was no known patient accident or incident related to this event. It was noted that the patient¿s device had been replaced twice. Follow-up information received reported that the patient was still having concerns regarding her therapy/device, but had not sought further help. It was noted that the patient was waiting to hear back from the manufacturer representative.